Manufacturer narrative:
Pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 1.7, lab: >18. Pt's target therapeutic range is 2.0-2.5. Pt had bruising.